Manufacturer narrative:
Through the course of the investigation, a product non-conformance was not identified. Considering the multiple results generated by this patient, it is possible that a contamination event occurred with the initial sample that generated the positive result. Corrected information in section b6. (B)(4).

Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from egypt alleged a discrepant result for one patient while using the cobas® sars-cov-2 test for use on the cobas® 6800 systems. Initially, the patient sample generated a dual positive result on the cobas 6800 system. The same sample was retested on both the cobas 6800 system and a competitor platform which were both negative. A new sample was collected and tested on the cobas 6800 system which was likewise negative. According to the customer, an additional two samples were collected from the patient and tested negative with the genexpert xpress system. The positive result was reported to the patient. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA guidance, one (1) MDR will be filed.